Event description:
Pt had a sleep study. Tech is well trained and does not over abrade according to lab director. Sleep studies are video taped and lab director will review. Pt called lab on aug 7th 2003. Had been to a beautician and beautician had noticed hair loss on 5 spots including one about the size of a quarter at cz (crown of head). Pt said the procedure was not painful. No scabbing but area slightly red according to the pt. Beautician is concerned that hair may not grow back in these spots. They used elefix paste and 12-14 sites on the scalp. They used nuprep to prep the skin. They read msds to pt and instructions. Pt wanted to know if md should be involved and the lab director told pt yes.